Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. (B)(4). Customer evaluated the unit and found the data acquisition (da) to motor controller (mc) pcba cable loose. The customer unplugged and reseated the da to mc pcba cable to resolve the reported issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer reported that the unit had error code message of data acquisition pcba adc failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.